Event description:
Information was received that during the use of a smiths medical portex tracheostomy tube, the air pressure of the cuff fell sharply and was uncontrollable. The product was used for a vre-infected patient, and a replacement was used as a result. No patient injury resulted.

Manufacturer narrative:
Device evaluation: returned sample consists of one (1) product, p/n 100/860/080 l/n unknown; the returned sample was received in used condition. During functional testing, leaks were detected between the pilot balloon and valve. The customer confirmed in a pre-use check that the cuff works properly.the customer reported condition was confirmed. The most probable root causes are: solvent missing between pilot balloon and valve. Inconsistency in the application of thf in the nils. Lack of detection by the production personnel on the leak test area. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.